Manufacturer narrative:
Based on the information provided, the complaint cannot be confirmed. The device could not be evaluated as it was reported not available. Reference: (B)(4).

Event description:
It was reported from (B)(6) that during embolization treatment of a vessel, the coil became stuck within the catheter. The coil was pushed with a guidewire and attempt with a syringe unsuccessfully. The entire system was removed without incident. No patient harm or injury was reported.